Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated customer tested on the mobile system and had a result "around 8.0 mmol/l." The customer had hypoglycemic symptoms of "feeling ill" and was unable to treat himself. Customer's son treated him with "sweet substances." Customer has since recovered and feels "normal." No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available.